Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, h6.

Event description:
Healthcare professional reports "radial folds". Treatment included corticosteroid and leukotriene inhibitor for 120 days.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV, [refractory to unspecified] clinical treatment when it was baker grade ii", discomfort, shape change. The device remains implanted.